Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes are not filling to the minimum fill line. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes are not filling to the minimum fill line. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: it was determined that this complaint was a duplicate of pr # (B)(4) / MDR report # 9617032-2018-02707.